Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage occlusion (laao) procedure , which was performed using intracardiac echocardiography (ice). No pericardial effusion had been noted prior to the procedure, and the transseptal puncture was performed in the fossa ovalis. Approximately 15 to 20 minutes after the procedure, the patient experienced cardiac arrest. A large pericardial effusion was identified in the left atrial appendage, resulting in cardiac tamponade. The pericardial effusion was localized and patient had sinus rhythm at the time of procedure. Pericardiocentesis was attempted but was unsuccessful. The effusion measured approximately 2 inches in its largest dimension. The patient was stabilized and transferred to the operating room, where a perforation of the pulmonary artery was discovered and managed with a patch graft. Activated clotting time during the procedure was above 250, and heparin was administered. No difficulty was encountered during device implantation, and no multiple manipulations were reported. No reversal agent was given. There were no multiple wire or delivery sheath exchanges, and the wire was positioned in the upper pulmonary vein. Left atrial pressure was recorded above 12. A pigtail wire was placed in the left atrial appendage. The device was partially recaptured three times but was never fully retracted into the delivery system, and therefore no exchange of the device or delivery system occurred. The patient had reported chest pain prior to coding. The patient was taken out of the operating room on (B)(6) 2025, and was initially reported to be alive but in critical condition. The patient passed away on the afternoon of (B)(6) 2025. It was reported that the stabilizing wires of the amplatzer amulet device may have contributed to the adverse event.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of implant-related tissue damage was reported. The patient experienced effects of angina, pericardial effusion, cardiac tamponade, cardiac arrest, and death. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and medical review, the cause of the reported death appears to be procedural-related due to an injury to the pulmonary artery that resulted in cardiac tamponade and cardiac arrest and the need for emergency cardiac surgery to repair the injury site. However, the cause of the reported pulmonary artery injury could not be conclusively determined. The reported angina appears to be a cascading effect of the cardiac tamponade. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage occlusion (laao) procedure, which was performed using intracardiac echocardiography (ice). No pericardial effusion had been noted prior to the procedure, and the transseptal puncture was performed in the fossa ovalis. Approximately 15 to 20 minutes after the procedure, the patient experienced cardiac arrest. A large pericardial effusion was identified in the left atrial appendage, resulting in cardiac tamponade. The pericardial effusion was localized and patient had sinus rhythm at the time of procedure. Pericardiocentesis was attempted but was unsuccessful. The effusion measured approximately 2 inches in its largest dimension. The patient was stabilized and transferred to the operating room, where a perforation of the pulmonary artery was discovered and managed with a patch graft. Activated clotting time during the procedure was above 250, and heparin was administered. No difficulty was encountered during device implantation, and no multiple manipulations were reported. No reversal agent was given. There were no multiple wire or delivery sheath exchanges, and the wire was positioned in the upper pulmonary vein. Left atrial pressure was recorded above 12. A pigtail wire was placed in the left atrial appendage. The device was partially recaptured three times but was never fully retracted into the delivery system, and therefore no exchange of the device or delivery system occurred. The patient had reported chest pain prior to coding. The patient was taken out of the operating room on (B)(6) 2025 and was initially reported to be alive but in critical condition. The patient passed away on the afternoon of (B)(6) 2025. It was reported that the stabilizing wires of the amplatzer amulet device may have contributed to the adverse event.